Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site and was treated with antibiotics. Subsequently the patient underwent revision surgery (date not reported), in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.